Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead and lead fracture.

Manufacturer narrative:
Analysis found that the lead insulation was abraded and the metal wires of the sensing coil were exposed at the same area. The damage was caused by friction to the ICD can. The reported oversensing could occur when the exposed metal of the sensing coil comes into contact with the ICD can.